Manufacturer narrative:
This report is submitted on march 11, 2024.

Event description:
Per the clinic, the patient experienced an episode of meningitis (specific date not reported). The patient was hospitalized (specific date not reported) and being treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on april 05, 2024.